Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keeping the needle/suture union during transportation or use.

Event description:
It was reported that a patient underwent a natural labor surgery on (B)(6) 2019 and suture was used. When sewing the wound, it was reported that the problem of pulling off suture needle happened. Changed another one to complete the surgery. There was no adverse patient outcome reported.